Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 32. Per additional information updated from ttm on 26jun2025, biomed has device with calibration error 102 (water level not full at start of calibration). Biomed getting calibration error 80 (water check time out - unable to reach calibration temperature). Per follow up information received via task on 18jul2025, customer responded via email on 16jul2025. It was reported that they were still waiting for the p.o to be approved so that they could ship the device directly to bd.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed mixing pump. The device was evaluated upon receipt. During evaluation it was found that the mixing pump had failed. A 2000 hour pm was performed which includes servicing of the circulation pump and mixing pump, replacing the heater, replacing the drain valves, replacing the chiller evaporator outlet tube and the double bend manifold tube, and replacing the manifold o-rings. Calibration error 102 was not seen during evaluation. The coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.